Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed by failure analysis. The channel sprang back open when in the unclamped state. The instrument was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a green 60 reload. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. Review of the master supervisory controller (msc), digital signal processing (dsp), and engagement logs displayed no motion related issues. The instrument was fully functional. There was no problem detected. Additional observation(s) not reported by site included the instrument was found to fail engagement based on log review. The instrument was placed and driven on an in-house system and passed recognition and engagement on 3 of 3 attempts. Review of the msc and engagement logs found one engagement failure. The logs displayed error code "22020" with p3 code "537919482" and description "installed sureform 60 failed to engage on the universal surgical manipulator (usm) 3 (roll axis hardstop check failed). The instrument was found to have a corroded bearing. Orange discoloration was observed on the thrust bearing inside of the housing. A review of the video clip was conducted by clinical development engineer. The following additional information was provided: the video sent is quite blurry and it is difficult to verify the allegation of non intuitive motion with the current information.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, the sureform 60 stapler instrument was moving to the opposite direction from the console when the surgeon used the e-g anastomosis with the green reload. The surgeon attempted to move the instrument to the right, but it moved to the left. The customer mentioned that there was no issue using the instrument with the blue reloads earlier when he first cut the stomach. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. During the procedure, the issue occurred while the surgeon¿s head was inside the surgeon side console (scc) high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the scc. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. No shakiness/ friction/external collisions were observed. There was no instrument-to-instrument or system arm-to-arm interference. The drape number was unknown, and it would not be returned. It was unknown if the issue was persistent or intermittent. There was no injury to the patient as result of the event.